Event description:
It was reported that a flo-gard infusion pump ¿presented air¿. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review, device and service history review were performed with no issues noted. The device met functional specification. Should additional relevant information become available, a supplemental report will be submitted.